Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers failed. A field service engineer (fse) inspected the drawer and confirmed there was thermal damage which caused the drawer to fail. The fse replaced main controller board and both drawer boards to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower had drawers were failed. The customer stated that there was no delay to the patient care. There were no adverse events or injuries reported based on this event.